Manufacturer narrative:
(B)(4). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, the patient¿s blood pressure started to drop. Levophed was increased. Few minutes later the console generated a leak in iab circuit alarm. Upon assessment, a scant amount of blood was noted in the tubing. The doctors were paged, as the console was alarming. When the doctors arrived, a lot of blood was seen in the tubing. The balloon was removed.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
It was reported during intra-aortic balloon (iab) therapy, the patient¿s blood pressure started to drop. Levophed was increased. Few minutes later the console generated a leak in iab circuit alarm. Upon assessment, a scant amount of blood was noted in the tubing. The doctors were paged, as the console was alarming. When the doctors arrived, a lot of blood was seen in the tubing. The balloon was removed.